Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot and mother bulk lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4)

Event description:
Customer reporting discrepant rh result on one sample. ( pregnant female). According to customer, sample was first tested at facility on (B)(6) 2015 using mts abd/rev grouping cards lot # 012315037-02 exp 12/16/2015, and results reported out to physician's office as group b, rh negative. ( no prior history known by customer). According to customer, physician's office contacted facility stating patient was admitted to a hospital and testing at facility, indicated the blood type to be group b, rh positive. ( however, customer was not able to provide test methodology, date of testing or any details of transfusion) customer further added all daily qc testings were acceptable. No issues noted with gel cards and appearance. Issue started on: (B)(6) 2015; reported (B)(6) 2015. Frequency: 1x.